Event description:
It was reported that the pacemaker battery was depleting faster than expected. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year. Device replacement was recommended, however the patient was elderly so the physician was not planning a revision procedure at this time. No adverse patient effects were reported. The device remains in-service.